Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ilet message to connect a cgm after the user applied a new dexcom g7 continuous glucose monitor (cgm) while the cgm menu indicated the system was set to a different sensor type preventing successful pairing. No adverse clinical symptoms reported. Outcomes included an interruption of automated insulin dosing until cgm pairing was initiated and warmup completed. User support included guided troubleshooting and education by support, which identified the cgm source as set to the wrong sensor type and prompted correction. Investigation of this case revealed that the cgm configuration did not match the user¿s intended dexcom g7; after switching to the correct cgm type and starting the sensor, pairing began as expected with standard warmup. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to cgm selection and pairing.